Event description:
It was reported that the patient experienced discomfort. The device was found to be operating in backup vvi (bvvi) mode resulting in muscle stimulation. The cause of the bvvi was found to be radiation exposure. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.